Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.

Manufacturer narrative:
The device was not available for evaluation. No determination could be made as to the cause of the reported issue.